Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device in used condition. There was no evidence in the event history log. Functional testing was unable to verify and duplicate the reported problem. There was no issue found, the customer did not connect the ac adapter as needed when rechargeable battery percentage was getting low. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not charging. There was a delay in infusion therapy.